Event description:
The MFR received info from a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party service center, an issue related to the active exhalation control module was observed. The device's internal battery was replaced to address the issue.